Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed as no devices or operative notes were provided. X-rays were provided and reviewed and identified a normal appearance of the left tka without hardware complication or loosening. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 183024, femoral component, lot # j6198089. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05407.

Event description:
It was reported that approximately 7 days post implantation, the patient was revised of the femoral and bearing components due to instability. Attempts have been made and no further information has been provided.